Event description:
It was reported that during a laparoscopic drainage of cyst, the trocar sleeve tip broke off and fell into the patient. The pieces were located and extracted. No patient consequences.